Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory and tested out of specification consistent with the advisory. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis.

Event description:
It was reported that the rv lead was explanted due to multiple inappropriate shocks caused by oversensing of noise. High lead impedance of 1600 ohms was also observed. No further patient complications were reported as a result of this event. Patient further reported a lead fracture and had it replaced.